Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received power error alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised to update the time and date if needed. The customer was assisted in clearing the alarms. The customer was advised to complete the reservoir and tubing process. The insulin pump will not be returned for analysis.